Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting they were unsure of implant date of the patient's pump but elective replacement indicator (eri) date was october 2027. The cause of the alarm being heard was not determined. Unable to identify what would have caused it with technical services. The patient had not reported anything new to the company rep or the clinic. Actions/interventions taken to resolve the issue was that they encouraged patient to keep a diary if the pump alarms again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient had a low reservoir on (B)(6) 2025 and the pump had been refilled since then. On (B)(6) 2025, the patient started hearing a new alarm that was different from the low reservoir alarm. The rep was not able to see the active alarm in the synch application. Technical services reviewed to have the patient take a diary if they heard the alarm again and write a note of what electricals they saw. The issue was not resolved through troubleshooting. No alarm was seen in the logs or tablet/active alarms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.